Event description:
During a routine ICD change-out, fluoroscopy revealed externalized conductors. The physician decided to leave the lead implanted as he believed the patient would not agree to lead extraction. During a follow-up for the newly implanted ICD, interrogation revealed an alert for possible output circuit damage with an aborted charge. The episode showed several aborted charges. Fracture was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.